Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction regarding table movement was verified. It was found that there was a loose connection at the table motor power supply. The problem with the x ray could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600's table had no lateral movement and that the x ray image was intermittently going off and on. There was a patient involved at the time though there was no adverse patient involvement reported. There was no patient information reported.